Event description:
Reporter experienced the er1 message sometime in august of 1998, restested with a new teststrip and again rec'd the er1 message. Reporter stated he was unaware that this could mean a blood glucose level over 500 mg/dl. Reporter, at this time, had blurred vision and decided to call his dr. Reporter's dr asked him to come to the office where a blood glucose test was performed showing a blood glucose level over 500 mg/dl. The dr administered insulin to the reporter at this time and sent him home. Reporter is not diabetic, but on elevated levels of prednisone.